Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) unit was found to have no IV pole during installation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the IV pole and completed the installation of the iabp. The unit passed all functional, calibration, and safety tests per factory specifications. Iabp unit was released for in-service training and clinical use.